Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented in clinic. Upon investigation, it was noted the right ventricular lead exhibited oversensing noise. Isometrics were performed and the event was reproducible. The device was reprogrammed but the issue persisted. The patient presented in clinic again on (B)(6) 2019. The device was reprogrammed again. The patient's condition was normal during and after the visit.

Manufacturer narrative:
As received, a partial lead connector portion was returned in one piece and was measured to be 8.2 cm. Visual inspection of the lead found external insulation abrasion that breached the insulation and exposed the outer coil consistent with friction to the device can at two locations, at 4.6 cm to 4.7 cm from the connector pin and at 5.2 cm to 5.9 cm from the connector pin. Electrical testing did not find any indication of conductor fractures. The lead was shorted due coil and insulation damage consistent with procedure damage. The cause of the reported event was due to external insulation abrasion that breached the insulation and exposed the outer coil consistent with friction to the device can.

Event description:
Additional information received noted that on 11/5/2019, the right ventricular lead exhibited lead noise that resulted in pacing inhibition. The lead was explanted on (B)(6) 2019. The patient was stable.